Event description:
A report was received that the pt would undergo ipg replacement and pocket relocation due to difficulty charging the ipg. The pt was experiencing stimulation at the pocket site that would travel up the lead until the ipg failed to hold a charge. The procedure is scheduled for a later date.